Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, prior to a posterior spinal fusion procedure, the tip of the locking stardrive screwdriver shaft was looking worn. The device was not used on a patient as device was not needed. There was no patient involvement and surgical procedure. This report is for one (1) locking stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).